Manufacturer narrative:
Examination of the returned used device found the device electrode detached from the probe tip. Detached electrode was not returned per evaluation. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A 2 year lot history review shows a total of 3 devices for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 62 complaints, regarding 64 devices, for this device family and failure mode. During this same time frame 214,217 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0003. Per the instructions for use, the user is advised to not use the probe for mechanical displacement of tissue, damage to the probe may occur. The IFU also advises the user to maintain the probe tip, including the return electrode, in the field of view at all times. Injuries to the patient may result from inadvertent activation or movement of an activated probe outside the field of view. Care should be taken in procedures that may cover the probe return electrode. Alternate site ablation may occur if 75% of the return electrode is masked, making the return electrode surface area smaller than that of the active electrode. If partial coverage of the return electrode is required for the procedure, use a lower setting and maintain visibility of the return electrode while applying rf. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer, that the aes-90sn, aes-90sn probe assy,suct,sin was being used during a shoulder scope procedure on 07jun23 when it was reported ¿the tip of the edge wand fell off during the procedure. It was retrieved and I'd like to send it back to be evaluated.¿ further assessment questioning found that the procedure was completed with a 1-minute delay. There was no report of medical intervention, or extended hospitalization to the patient or user. The current status of the patient is unknown. This report is being raised on the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. Device not yet received.

Event description:
The sales representative reported on behalf of the customer, that the aes-90sn, aes-90sn probe assy,suct,sin was being used during a shoulder scope procedure on (B)(6) 2023 when it was reported ¿the tip of the edge wand fell off during the procedure. It was retrieved and I'd like to send it back to be evaluated.¿ further assessment questioning found that the procedure was completed with a 1-minute delay. There was no report of medical intervention, or extended hospitalization to the patient or user. The current status of the patient is unknown. This report is being raised on the reported malfunction with potential for injury upon reoccurrence.